Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The needle to cuff miss appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unspecified issue occurred with a proglide device relative to an abdominal aortic aneurysm (aaa) interventional procedure. No additional information was provided. Subsequent returned device analysis found a cuff miss.